Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 450mg/dl. Customer also reports that they had serter issues. Customer also had bent cannula. Customer did not want troubleshoot for high blood glucose and bent cannula. Products will not be return for analysis.